Event description:
It was reported that during treatment of a calcified lesion in the left distal superficial femoral artery; a pacific plus percutaneous transluminal angioplasty balloon catheter was used. The target lesion was described as moderately calcified with minimal tortuosity, lesion length of 35mm, and vessel diameter of 7mm. A 6x45 non-medtronic sheath and a 018 non-medtronic guidewire were used. The vessel was not pre-dilated but was post-dilated. An inflation device with 50/50 contrast inflation fluid was used for balloon inflation. The patient underwent a laser procedure prior to ballooning. It was reported that the pacific plus pta balloon ruptured prior to reaching nominal pressure on the first inflation during the procedure. The balloon did not detach during the event. The device was safely removed from the patient. The procedure was completed using a replacement 7x40 non-medtronic balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.